Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: 2019-49393.

Event description:
A customer reported upon implanting an intraocular lens (iol) using a preloaded delivery system, a broken haptic was noticed. The lens was removed during the initial procedure and a backup lens was used. The customer reports the outcome will resolve with treatment, however, does not say what treatment is required. Additional information was requested.

Event description:
A customer reported upon implanting an intraocular lens (iol) using a preloaded delivery system, a broken haptic was noticed. The lens was removed during the initial procedure and a backup lens was used. The customer reports the outcome will resolve with treatment, however, does not say what treatment is required. Additional information was requested. Patient weight is reported as (B)(6).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).